Event description:
During the device inspection of the bronchovideoscope, the connecting tube coating was peeling (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): h6-component code. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: we could not specify occurrence cause. However, the event may have occurred by the following stress applied to insertion section. ·physical stress such as scrabbing hitting insertion section ·chemical stress from reprocessing unrecommended in IFU (reprocessing manual) ·stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) A definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Labeling: this issue is addressed in the instructions for use (IFU): 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor the field performance of this device.